Manufacturer narrative:
Patient information was unavailable from the site. No parts have been returned to manufacturer for analysis.

Event description:
A site biomed representative reported that, while in a spine procedure, the hospital staff alleged the surgeon was 1cm inaccurate. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome. No further details were provided.

Manufacturer narrative:
Patient information now provided.correction: the reported event occurred during an ent procedure, not spine.